Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a high out-of-range (oor) pacing lead impedance measurement greater than 2,000 ohms along with loss of capture (loc) at maximum outputs. The lead appeared to be broken near on the part of the suture sleeve. The field representative thought it was due to a suture tied too tight. This lv lead was capped and surgically abandoned in the patient. A new lead was successfully implanted with an acceptable thresholds and diagnostics. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.